Event description:
It was reported that the customer experienced an issue with the pump's touchscreen, which was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, but the issue persisted, leading to the decision to replace the pump. The customer was informed about using an alternate method for insulin delivery and acknowledged the instructions for returning the pump, the receipt of a replacement pump with updated software, and programming the new pump's settings.